Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pmc/articles/pmc2600993/. The devices were not returned for review, as the patient was not revised. The manufacturing documentation cannot be reviewed because item/lot information has not been received. The shell was an unknown trilogy shell and the liner was an extended offset trilogy liner. These devices were used in the treatment of a disease. The patient had a history of a prior tha revision. Compatibility of the devices is unknown. A complaint history search cannot be performed due to lack of information. With the information provided, a definitive root cause cannot be stated.

Event description:
It is reported that patient experienced acetabular loosening; no revision took place.